Event description:
An overinfusion occurred. The pump was programmed to deliver a bolus in the cris mode and did not switch back to the primary rate. There was no resultant pt complication.

Manufacturer narrative:
The pump was returned and was visually and functionally tested. The pump was found to meet all MFR's specifications. Correction to h-8 reuse.